Manufacturer narrative:
Mml# (B)(4). Other explanted device: model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6) UDI #: (B)(4).

Event description:
It was reported that the midline incision was not fully healed. One lead was exposed outside the patient's body. The patient was a former smoker and diabetic. The patient underwent full system revision surgery. The implantable pulse generator (ipg) and the two leads were completely removed. New ipg and two leads were implanted without complications. There was no allegation regarding the device's functionality. The ipg and leads were returned for analysis. The ipg passed functional testing. Both leads were received cut into two segments. No functional testing could be performed. Visual inspection of both leads and the ipg revealed no other damages or anomalies. Following the full system revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).